Event description:
On (B)(6) 2025 the patient passed away. The patient became hypotensive, on max pressors, resulting in the family withdrawing care. The patient's outcome was reported to not be device or therapy related. Device parameters were within normal limits. The pump would not be explanted.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.